Event description:
During a neurostimulator implant procedure the health care professional opened a lead and discovered that the tip was bent. The lead was not implanted. A second lead was opened but this lead was also bent and not implanted. A third lead was opened and "it was fine." A f/u report will be sent if additional info becomes available. See also MFR report # 6000153201008702.

Manufacturer narrative:
(B)(4) .